Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted 2004-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was not capturing and had high threshold. The pacing impedance had also been gradually increasing and then was high and varying within the high range; a lead impedance warning was triggered. It was also noted that the electrogram showed questionable right atrial (ra) lead capture. The rv lead was capped and replaced, and the ra lead is still in use. It was questioned why the clinic had not received a "red alert" when the patient's high impedance triggered a lead warning. After reviewing the data and clinic settings, it was clarified that the clinic had received remote transmissions, but may have not noticed the lead warnings on those transmission. The device's audible patient alert had been triggered also, but the patient also did not hear, or ignored, the tone. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.